Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 experienced a bus failure, affecting half of the pyxis machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 experienced a bus failure. The field service engineer (fse) replaced the mini drawer controller printed circuit board and subsequently tested the drawers to verify proper operation. The system functioned as intended after field service engineer repaired the device.